Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from the other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced pain in right knee, swelling in right knee, unable to walk/stand (unable to walk) and unable to walk/stand (difficulty in standing), also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl021; indication and expiration date: not reported) bilaterally. On an unknown date in (B)(6) 2017, the patient experienced pain and swelling in the right knee (latency: unknown). The patient was instructed to ice, elevate and use non-steroidal inflammatory drugs (nsaids). Later, the patient she was unable to walk/ stand due to still experiencing pain and swelling (latency: unknown). On (B)(6) 2017, the patient came into the office to be evaluated. At that point, patient indicated that she was walking/standing better than the previous week. Patient was given a cortisone injection to help provide transient relief until the flare reaction decreased. Corrective treatment: ice, elevate and use nsaids, cortisone injection for pain and swelling in right knee outcome: recovering for unable to walk/stand (unable to walk) and unable to walk/stand (difficulty in standing; unknown for pain in right knee, swelling in right knee, device malfunction seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain in right knee, swelling in right knee and was unable to walk/stand. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.